Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences on the insulin pump. The customer's blood glucose was 312 mg/dl. The customer current sensor glucose was 235. The customer sensor glucose and blood glucose is not with in acceptable range. The customer was advised to monitor the sensor readings and explained the threshold suspend was likely due to the sensor not trucking her reading accurately. The customer was advised to change out sensor if issue persist and she will be receiving a courtesy sensor. The customer reported via phone call the threshold suspend alarm on the insulin pump. Customer's blood glucose was 191 mg/dl. The customer doesn't exhibit symptoms of low blood glucose.